Event description:
The customer reported that a compressor recently installed by a philips field service engineer had "caught on fire". The smoke engaged the fire alarm and resulted in an emergency response by the fire department. There were no reported injuries.

Manufacturer narrative:
The philips fse explained that after the initial report from the customer, the customer clarified that smoke and sparks were observed coming from the air compressor. There was no further mention of fire. The fse evaluated the air compressor on site and observed some melted components internal to the compressor. The air compressor is located in an equipment room, not in the CT scanning room. It was reported that there was no pt involvement. Jun-air, the MFR of the air compressor (model 1514400 (B)(4) evaluated the returned component and determined that a poor electrical connection most likely caused the failure. The MFR also evaluated the customer's initial assertion that the compressor "caught fire". Due to the use of fire retardant materials, the MFR concludes that the units will not sustain a flame/fire. The MFR suspects that what the customer actually observed was a spark, not a flame. The need for this MDR was identified during a retrospective review of complaint records. (B)(4).